Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Additional information received states the patient's previous sling was an advance xp sling implanted on (B)(6) 2018. Following implantation of the sling the patient had slight improvement in his incontinence. Three months after implantation of the sling the patient experienced stress urinary incontinence. The patient had grade ii stress incontinence following stamey. There were no device issues or malfunctions with the sling. Following implantation of the aus device the patient was continent.